Event description:
A surgeon reported one pt with glare and halos in the right eye only following bilateral lasik surgery. This pt was treated for a monovision outcome, right eye for distance, left eye for wear vision. Clinical records were provided and indicate the pt reported glare/halos/ghosting in both eyes, left eye more significant than the right. Throughout the post-operative healing period, this pt's bcva in the right eye remained constant at 20/20. The bcva fluctuated in the left eye from 20/20 pre-operatively to 20/60 at 5 months post-op and 20/25 at one year post-op. At one year post-op, this pt underwent an enhancement on the left eye to improve ucva. At 1 year, 4months post-op initial procedure, this pt's bcva in the left eye was 20/30, a two-line decrease from pre-op. The last post-operative exam noted the pt commented she could "read in spite of the ghosting, like a double exposure".

Manufacturer narrative:
Evaluation summary - a surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification at the time of this pt's initial and enhancement surgery.